Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis confirmed the reported allegation. There was a puncture hole in the lead insulation from the terminal pin through the conductor coil from the guidewire escaping the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the lead was poked by the scrub tech and the wire perforated the insulation of the lead. This lv lead was never in service. No adverse patient effects were reported.